Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the lead was inserted into the body and was tested. High impedance and high threshold were noted on the lead. There was no visible fracture noted. The lead was not used and another was implanted.